Event description:
As reported: "during a t2 humerus surgery, a crown drill struck a k-wire temporarily fixed to the humeral head and broke part of the crown drill. The fragment was immediately removed from the patient."

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned drill was confirmed based on the catalog # and the lot # marked. It could be confirmed that one tooth broke off. The reported fragment was not returned. The surface of the breakage gives indication of a sudden brittle fracture. The other teeth show signs of wear and slight deformation at the tip. The damage gives indication that the instrument indeed struck a k-wire, as reported. Dimensional inspection has shown the device to be within specification. Based on investigation, the root cause was attributed to a user related issue. The breakage occurred as a direct result of the instrument drilling against a k-wire. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during a t2 humerus surgery, a crown drill struck a k-wire temporarily fixed to the humeral head and broke part of the crown drill. The fragment was immediately removed from the patient."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.